Manufacturer narrative:
(B)(6).

Event description:
Customer reported that the during boot-up the unit has an error code message of pressure regulation high. Reportedly, it occurred multiple times in a day. The customer reported there was no patient involvement.